Event description:
Customer reported that automatic quality control (aqc) was not run on instrument from (B)(6) 2014 at 8:00am through (B)(6) 2014. Customer reported that 24 patient samples were run during this time period. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have run patient samples when automatic quality control (aqc) was turned off. Customer has been notified to retrain their staff on not to turn off aqc or to turn it back on prior to running samples. Instrument is performing as intended.